Event description:
It was reported that the insulation on the nim needle peeled off during the surgery. No information shows that any particles were left behind in the patient and there were no patient complications reported.

Manufacturer narrative:
Device was returned to the MFR for evaluation.